Manufacturer narrative:
The actual device was returned without an alleged deficiency. During routine service and repair of the device, it was observed that the device did not function with the hand control device. Therefore, the reported condition was confirmed. An assessment was performed and it was determined that this condition was due to electric control unit (ecu) failure. The assignable root cause was determined to be component wear from normal use and servicing over time. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported that during service and repair pre-testing, it was observed that the electric pen drive device did not run with the hand control device or power test. The event was not related to surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.